Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, at second inflation, it was noted that the balloon ruptured at 8 atm. However, it was further reported that all the components were simply and completely removed. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.